Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing (ffos) on the atrial channel. Technical services (ts) was consulted and upon review identified intermittent atrial tachy response (atr) episodes and ffos signals with pacing and sensing. Ts recommended programming options. This ICD remains in service. No adverse patient effects were reported.